Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - april 2014. PMA/510(k) number. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial total knee replacement on an unknown date in (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to the locking bar becoming loose and pain. During the revision, it was found that the locking bar had fractured and the piece that fractured had becoming embedded in the bearing. The bearing and locking bar were revised. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 9 states "fatigue fracture of component can occur as a result of loss of fixation/loosening, migration/subsidence, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.